Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the software is corrupted, and a blue screen was appearing. Review of the system log file and did functional tests showed that malfunctioning ip-pc and the (host_pc) os-system, causing blue screen was. The fse restored the ghost image on a new os disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system software would not boot up and a blue screen appeared. There was no report of harm. Philips has started an investigation of this complaint.